Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unexpected reset occurred. The customer's blood glucose (bg) was in the 95-331 mg/dl range. Reportedly, the customer reverted to manual injections for alternate insulin therapy.